Event description:
Procedure type: bilateral laparoscopic inguinal herniorrhaphy. According to the reporter, the balloon on the spacemaker broke while pulling out the trocar. Pt: male. No pt injury was reported.